Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the atrial channel. Technical support recommended performing lead provocative testing and device reprogramming. No further intervention or testing was completed, the lead is being monitored. The patient is stable.

Event description:
Further information was received and the right atrial oversensing was noted with automatic mode switching during another follow-up. The electrical measurements of the lead were in range and provocative testing confirmed oversensing. No intervention was performed, the patient was enrolled in merlin@home. The patient is stable.